Manufacturer narrative:
The device has been received for evaluation; device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer fell and the touch screen is now shattered. Pump is now unresponsive, and the screen on quick bolus button is no longer working. No impact to customer's blood glucose level.